Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of bipolar hip due to dislocation. Removed uht component and head, trailed, and replaced with a different size.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 26x45mm was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because the reported device was not returned for evaluation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of bipolar hip due to dislocation. Removed uht component and head, trailed, and replaced with a different size.